Event description:
Per the clinic, the patient experienced an increase in skin thickness post head trauma at the implant site. Subsequently, the patient experienced magnet retention issue. The patient was placed under general anesthesia in order to perform skin flap thinning surgeries on (B)(6) 2024, and (B)(6) 2024. However, the issue did not resolve. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.